Manufacturer narrative:
The system was examined and the reported event was confirmed. The power distribution printed circuit board assembly (pcba) was replaced to address the issue, and returned for evaluation. The system was tested and found to meet product specifications. The product met specifications at the time of release. A power distribution pcba was received for evaluation for evaluation. A visual assessment of the returned power distribution pcba did not reveal any non-conformity. The returned power distribution pcba was installed on a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned power distribution pcba was exercised by a 1 hour burn-in test. The returned power distribution pcba passed test. The system modes and parameters were randomly activated via the touch screen and footswitch for approximately 15 minutes. The system modes and parameters responded normally when activated. System turning off, display not responding, and footswitch not working did not occur during tests. The root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
A service visit was performed. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A nurse reported that before a surgery, when the system was being prepared, the panel was black but the unit was working (power light indicated it was turned on). The system was restarted and they were able to proceed. During the surgery there was no response from the panel and the footswitch stopped working as well. This happened when they tried to switch from handpiece into irrigation/aspiration. There was no equipment in the patient's eye when this even occurred. The system was restarted, calibrated and they were able to complete the procedure with no patient harm. After completion of this surgery the system turned off again. No additional information is expected.